Event description:
The customer reported less than twelve (12) microliters of diluent dripped outside the instrument, from the probe, involving the coulter act diff 2 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) could not reproduce the issue. The fse replaced worn tubing at pinch valve vl8, cleaned the probe wash collar and area, bleached the pathway from the wash collar waste through the vacuum isolator chamber (vic), and verified no fluid leaks with acceptable vacuum. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).